Event description:
It was reported by svc report that the scale display was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty footboard main module hindered scale display.